Event description:
It was reported to philips the system would not start up, e-stop button was stuck. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the system would not start up, e-stop was stuck. Upon troubleshooting, the philips remote service engineer (rse) checked the system remotely and found that the customer had pressed the e-stop button in the test room. The rse instructed the customer to turn off the e-stop button and re-attempt turning the device on but the issue persists. Rse requested an onsite support. The fse went onsite to check the system and found e-stop button stuck and ups need a error reset for power supply to the system. To resolve the issue, fse performed ups error reset and auto start procedure, also instructed the customer about e-stop button. After repairs the system returned to use in good working order. The codes were updated based on the investigation outcome. The evaluation method code was corrected.